Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for possible output circuit damage was observed during routine device check. Patient was asymptomatic. It was also noted that the pacing lead impedance could not be displayed. Device was explanted and replaced.